Event description:
It is reported from (B)(6) that the hose of the motor device was defective. During in-house engineering evaluation, it was discovered that the motor of the device was weak and had low performance. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed the teflon cover on the swivel joint was damaged. It was further observed that the motor of the device was weak, had low performance and the bearings were running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.